Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) had a short battery run time. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(health effect - clinical, type of investigation, investigation findings, component, investigation conclusions), h11. A getinge field service engineer (fse) verified low battery after an hour of use replaced batteries (d146-00-0039) and performed full functional checkout. Unit passed all functional and safety checks and returned to service.

Event description:
N/a.